Event description:
It was reported that the insulation on the unit has been compromised. Further, the tip did not break off completely. The account believes this happened during decontamination when the unit was going through the washers.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.